Manufacturer narrative:
Qn#(B)(4). Associated MDR#s: 3006425876-2023-00212; 3006425876-2023-00213.

Event description:
The complaint is reported as: during the insertion of the central catheter, the guide broke during removal or it remained stuck and impossible to remove. The patient could not have the catheter inserted and there was a delay in the treatment. It was reported the issue occurred with 3 devices on the same patient. No medical intervention was required and there was no consequence for the patient. The patient's condition is reported to be "stable".

Manufacturer narrative:
(B)(4). Associated MDR#s: 3006425876-2023-00214; 3006425876-2023-00212; 3006425876-2023-00213. The customer provided one image for analysis. Visual analysis confirmed that the guide wire was separated. The customer returned one damaged guide wire for analysis. Signs of use in the form of biological material was observed between the coils. The catheter involved with the complaint was not returned. Visual analysis revealed that the guide wire was severely damaged. The guide wire contained multiple kinks/bends across the entire body. It was noted that the guide wire core wire was separated in two locations towards the proximal end. Microscopic examination confirmed the damage and revealed that one of the separations was directly adjacent to the proximal weld. The coil wire was also separated towards the proximal end. The proximal weld was secure to this section of the coil wire. The guide wire length from the distal weld to the second point of separation (added two sections of separated core wire) measured 601mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.790mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. Functional inspection could not be performed due to the severity of the damage on the guide wire. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested". The report of a separated guide wire was confirmed through complaint investigation. Visual analysis revealed that the swg core wire was separated in two locations, one of which was directly adjacent to the proximal weld. Despite the damage, the guide wire met all dimensional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Regardless of these circumstances, the root cause cannot officially be determined without the catheter also returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: during the insertion of the central catheter, the guide broke during removal or it remained stuck and impossible to remove. The patient could not have the catheter inserted and there was a delay in the treatment. It was reported the issue occurred with 3 devices on the same patient. No medical intervention was required and there was no consequence for the patient. The patient's condition is reported to be "stable".